Event description:
Pt in surgery for laparoscopic cholecystectomy with intraoperative cholangiogram. The fascia was closed in a running fashion using 0 pds. The incisions were closed in layers using 3-0 vicryl for the deeper layers, followed by 4-0 monocryl in a running subcuticular fashion for the skin. While using a 4-0 monocryl suture with needle, the suture tip broke off but was recovered. New suture with needle obtained and skin closure completed without incident.